Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a portion of the black insulation on the shaft towards the jaws peeled off after 1 hour into the procedure. The site cannot say if all material was removed from the patient. A trocar of 5mm was in use with this device.

Manufacturer narrative:
(B)(4). Visual inspection found a section of the shrink sleeve on the tubing to be peeling off. A piece of adhesive had been placed over this section by the user. The section of exposed tubing showed signs of scorching as though exposed to high temperatures. The stainless steel tube is grounded and carries no current, so there should be no burning in the area of the tube as a result of activation. The absence of alarms and the repeated activation of functionality of the handset during testing indicate that there was no electrical failure to cause the heat shrink to melt and peel. The device appears to have been heavily used and it strongly appears to have been reprocessed with an autoclave or other similar process. Improperly cleaning and reuse could contribute to the reported event. The investigation identified the root cause of the reported event to be improper cleaning. The IFU warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.